Manufacturer narrative:
Date of event estimated based on aware date as the event date was not provided.

Event description:
It was reported that shaft break occurred. After a 2.00mm x 12mm emerge balloon catheter was prepped, it was noted that the shaft was fractured about 15cm from the hub. The procedure was completed with a different device. There were no patient complications reported.